Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. Data was evaluated and the allegation was confirmed. The probable cause was determine to be potential patient misuse which led to an early sensor expiration. The reported event of replace sensor is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.